Event description:
Facility reported the resident was found at 3:40 am on the floor, body perpendicular to the right side of the bed facing up, with chin caught between the 1/2 length side rail and mattress. Resident was transported to hosp, and received medical intervention, CT. Scan, and cervical x-ray in e.r. And was released back to nursing home.